Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the pump was originally implanted in the same incision as the catheter. It was noted that it was very close to the patient¿s spine and was causing them pain. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery where the hcp created a new pocket and moved the pump out more laterally. There was good csf (cerebrospinal fluid) flow after, so the procedure was completed. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.